Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a conclusive cause for physical resistance, and unintended movement could not be determined in this complaint. The reported clip jumping was due to unintended movement. A conclusive cause for premature activation could not be determined in this complaint. The reported removal of foreign body, delay to treatment/therapy, surgical intervention and hospitalization are a result of case specific circumstances and the clip embedded in the patient resulting in surgery for clip removal. This caused clinical delay in the procedure and the patient remained in the hospital. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device will be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip jumping, inability to remove lock line, surgical intervention, delay and prolonged hospitalization. It was reported that this was mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 2-3. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, during the deployment sequence, one end of the lock line became stuck. The lock line was ultimately removed. The when establishing final arm able/efaa, the clip jumped into an inverted position while locked and the clip detached from the cds simultaneously. The clip was embedded in the patient; and therefore, the lock line was removed with the cds and the patient was sent to mitral valve replacement surgery and the clip was removed. This caused a clinically significant delay in the procedure and the patient remained hospitalized longer. No clips were implanted, and mr is 2-3. No additional information was provided.